Manufacturer narrative:
A ge service rep performed an onsite investigation. The pcbs were reseated. The system was tested and found to be working as intended, and returned to service.

Event description:
The customer reported that the system would not turn on (no boot). This results in a total loss of imaging functionality. There is no report of injury or death associated with this event.